Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open wounds on left side where round electrodes sit. The patient noted that they are also undergoing chemotherapy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician bandaged the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.